Event description:
It was reported that an ilet user experienced a brief sensor issue with a dexcom g7 following sensor warmup, which led to signal loss and an urgent low glucose reading on the ilet shortly after the user ingested carbohydrates. Lowest recorded blood glucose of 40 mg/dl. Symptoms included hot flashes, sweating, confusion, dizziness, and blurred vision. Outcomes included recovery to a blood glucose of 131 mg/dl after consuming a soda and half a sandwich, with no medical intervention or hospitalization. Investigation included user education and troubleshooting conducted by customer care. Investigation of this case revealed that the continuous glucose monitor (cgm) generated a brief sensor issue notification, and the responsible device for signal loss was not identified. It was concluded that the event involved hypoglycemia that resolved with oral carbohydrate intake and that the user should contact the cgm manufacturer for sensor replacement if the issue persists.